Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise. The lead was not used. There were no patient consequences.